Manufacturer narrative:
Patient bmi is (B)(6). UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the original procedure on (B)(6) 2016, as the patient went through physical therapy and follow-up visits, his forearm and elbow pain worsened. On (B)(6) 2017, he was told that the x-rays showed the implant in his arm had loosened. He underwent a hardware removal and revision on (B)(6) 2017. The patient continues to undergo physical therapy and follow-up visits with his surgeon, and his pain continues.

Manufacturer narrative:
Manufacturer/manufacturing site was updated in (B)(4). Complaint was reviewed and determined to be a part of recall updated. UDI# (B)(4), expiration date unknown (10) lot number unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Date of event is unknown. This report is for one (1) unknown 9 mm radial stem. Part and lot number is unknown. Without a valid part and lot number, UDI is not available. Device is not expected to be returned for manufacturer review/investigation. 510k): unknown. Internal review of the provided x-rays revealed that the radiographs show an excellent placement of the radial head prosthesis (rhp). One set is early on shows no radiolucency or ¿haloing¿. The more recent set (no dates on films) show slight radiolucency. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a left radial head fracture repair with a radial head prosthesis on (B)(6) 2016. On (B)(6) 2017, the patient presented with complaints of left forearm pain. X-rays taken that day showed "haloing" (lucency) around the radial head prosthesis stem. Lab results showed no sign of infection. A hardware removal procedure was performed on (B)(6) 2017 successfully. This report is for one (1) unknown 9 mm radial stem. This is report 2 of 2 for (B)(4).